Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the right ventricular pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.

Event description:
Boston scientific received information that, during routine changeout of this pacemaker, the physician was cauterizing around the header and the patient went into ventricular fibrillation (vf). The patient was successfully converted with external shocks. It was not known whether or not noise from the cautery was a cause for the vf. The device was successfully explanted and replaced and the plan was to monitor the patient. No additional adverse patient effects were reported.